Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultrasmart meter would not power on. The patient indicated that the alleged issue started on (B)(6) 2010, at 11:00 pm. Twelve hours after the alleged issue began, the patient claimed that she developed symptoms of dizziness, lightheadedness, and blurred vision. The patient denied that she received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of blurred vision which can be associated with a serious injury twelve hours after the alleged issue began.